Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seal was cut and disengaged. The trocar, cannula, obturator and duckbill seal appeared intact. Functionally, device passed the air leak test. It was reported that the seal disengaged from the port, there was rapid loss of pneumoperitoneum caused by device failure, and the obturator was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Cut and disengaged circular seal can occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first image depicts the trocar, cannula and disengaged circular seal in a bag. The device is bloodies and shows signs of use. The second image depicts a close-up of the device, the trocar, cannula and disengaged circular seal in a bag. The device is bloodies and shows signs of use. The third image depicts the trocar, cannula and disengaged circular seal in a bag. The device is bloodies and shows signs of use. The stamped information label from the device packaging is also in the image. Without the physical device functional evaluations are precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted laparoscopic cystectomy, an introducing the retrieval bag, a blue neoprene membrane completely released and trocar got physically broken. In addition, there was a rapid loss of abdominal pressure due to the device problem. Another device was used to complete the case. There was no patient injury.